Event description:
The consumer reported that there was an elective replacement indicator while charging and she was seeing more codes. The patient noted the implant was only lasting a day and it used to be a week. The patient added that it was lasting 3-4 days and the week before it lasted almost two days and then she had to charge and the day before the call it had stopped on the way to the hcp office. The patient was having the device replaced because it was running low; the implant was gradually going down from lasting five days on down. The patient stated she had degenerative disc disorder and the pain was getting more up her back and getting worse as she got older. The patient mentioned the healthcare provider anticipated this so they put in 4-5 leads in different locations and only some leads were active. The patient and a manufacturer representative tried to activate one of the leads that was higher up to help with the pain but it affected their diaphragm and caused shortness of breath. The patient stated it was uncomfortable and stimulated her diaphragm too much and they were just trying the lead so after that they turned that lead off. The patient used two leads for the pain she had and their healthcare provider wanted to get an x-ray because they may try to put in another lead in a different location to get more relief higher up. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.